Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in backup vvi mode. Device interrogation noted that the device went into backup around the time when paramedics attempted automated external defibrillators (AED) for cardiac arrest. Device function was normal on a day before merlin.net transmission. It is unknown if cardiac arrest was related to device. After restoring the device, the capacitor maintenance was attempted which caused the device to revert back to backup vvi mode. Device could not be restored. The device replacement was discussed, but the patient is dying from an unrelated medical condition.

Event description:
New information received notes that the patient just passed away due to cancer.